Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while cutting the lung in laparoscopic upper lobe of right lung resection, the device did not fire. The surgeon was able to press the green button, but was not able to squeeze the handle. Replaced by new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.